Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. The account provided a drawing depicting two lenses. The first drawing depicts a lens labeled 25.5 right eye (od). The drawing shows three dots towards the outer edge of the optic. The second drawing depicts a lens labeled 24.5 left eye (os). The drawing shows three dots towards the outer edge of the optic. The lens reported by the facility is a company lens 23.5 diopter. No determination can be made from the drawing. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with an unspecified viscoelastic. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. No determination could be made from the provided drawing. The instructions for use (IFU) instructs: company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported after intraocular lens (iol) implant procedure cracks presented in the intraocular lens. Surgeon stated that the crack is not in the visual axis so did not explant. It was stated that skilled nurses implanted using different cartridges and he believes something is wrong with the intraocular lens (iol) material. There are two medical device reports associated with this complaint. This report is 2 of 2. Additional information has been requested.